Event description:
A review of programming and diagnostic history was performed on this patient's device, and it was revealed that on (B)(6) 2006, a system diagnostic test was attempted, however, a "fault" message resulted. The interruption of the system diagnostic test resulted in a change of the device settings to different settings than what the patient's device revealed upon the initial interrogation on that date. A final interrogation was performed, which showed the incorrect settings, however, the settings were not corrected at this time.

Manufacturer narrative:
Analysis of programming history.